Event description:
It was reported that sensing diminished and impedances spiked drastically on the extravascular (ev) lead. A chest x-ray was done and it appeared the lead pulled halfway out. A lead revision was planned. Additionally, it was noted that on the lateral chest x-ray, the orientation of the extravascular implantable cardioverter defibrillator (ev-ICD) was changed from implant. When the pocket was opened, it was noted that the patient had broken through the device sutures. From the subxiphoid pocket, all 3 sutures were intact and the lead slipped through the anchoring sleeve. It was decided to replace the lead and device was repositioned. An extra constrictor knot was placed to ensure no movement along with an extra device header suture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ev240163; serial #: (B)(6); implanted: (B)(6) 2025; explanted: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.